Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the pt experienced stimulation in the incorrect location. The pt's pain pattern is in her back and legs. However, she feels stimulation in her abdomen and flank areas. Reprogramming was unable to resolve the issue. X-rays revealed lead migration. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.